Event description:
Patient was a male patient. The target lesion was located in the rca. The vessel was extremely tortuous. The vessel had a previous stent (stent unknown). The physician attempted to deploy the cypher stent distal to the previous stent, but was unable to cross the lesion. The physician decided to remove the system. While pulling back into the sheath, the stent dislodged. The stent was retrieved with a snare and the procedure was successfully completed. There was no patient injury. A 6fr medtronic guide, a bmw wire, and a 5 x 20 maverick balloon were used in the procedure.

Manufacturer narrative:
The product is available for analysis. Additional information will be submited within thirty days upon receipt.